Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the tube that was disconnected from the chamber was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked when the tubing separated from the drip chamber. The device contained parenteral nutrition. This occurred at the time of administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.